Event description:
Pt reported obtaining back-to-back blood glucose results of "hi" (> 600 mg/dl), 542 mg/dl, 517 mg/dl, 587 mg/dl, "hi", 582 mg/dl, and 550 mg/dl on the advantage system. Pt indicated that, at the time the results were obtained, she was feeling achy, weak, sleepy, and dizzy. Pt stated that, based on these values, she exercised for 10 minutes and drank lemon juice. Pt reportedly phoned a family member who took pt to the ER. Pt stated that, 5 minutes after arriving in the ER, blood glucose was tested on a hospital device with a result 79 mg/dl. Pt stated that she was offered food, which she declined, and was subsequently treated with intravenous fluids (contents not provided). Pt stated that she was released from the ER 6 hours later. No add'l details of treatment received (if any) were provided. At the time of the event, pt was testing with expired strips. Technical support requested the return of the suspect product and replacement product was shipped.